Event description:
It was reported that overheating of the system was accompanied with fluid collection at the pocket site. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).